Manufacturer narrative:
There was no allegation against the titanium adapter. It was not returned and no evaluation or batch review was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set disconnected from the locking titanium adapter after one day's use. This issue occurred during use with patient involvement. The transfer set was changed. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.